Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v581950, implanted: (B)(6) 2010, product type: lead. (B)(4).

Manufacturer narrative:
Final analysis of neurostimulator model 3058 (lot # njy160260h ) showed no anomaly found. Final analysis of lead model 3889-28 (lot # v581950 ) showed lead body conductor broken at or near tines. Final analysis of programmer 3037 (lot # njd119049n) showed no anomaly found. (B)(4)

Event description:
It was reported yesterday the patient was on a ride on the ice and anytime her back touched metal she would get shocked and she did not have her patient programmer (pp) with her. It was noted this had happened before, 2 years ago; she had leaned against a metal bar and was getting shocked. She did not have her pp at that time either. It was noted the patient was supposed to see her healthcare provider (hcp) in (B)(6) 2013 but was unable to due to snowstorms and her husband was not able to bring her. Additional information received the next day reported the patient had noticed a shocking sensation at her lead site when she touched something metal 2-3 times/once in a while. It was noted 2 years ago it happened on a ride in the st. Louis arc. It also happened if she used a certain sit-up machine at the wellness center. Yesterday she was on a ride on the river, leaned against a metal piece on the boat when she was shocked. It was noted the shocking at the lead site did not last long, usually for about a 10 minute timeframe and she would have to pull away from the metal causing it. It was also usually at a time where she did not have her pp. The patient had no falls or traumas related to the event. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v581950, implanted: (B)(6) 2010, product type: lead. Product ID: 37092, product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was also reported the patient's device was not working anymore and he was interested in removing it. It was also reported the patient had a loss of therapeutic effect and was thinking about having her device removed. The patient's therapy was helping her at first but in the past half year she felt her symptoms were returning. Last night the patient was up at least four times. The patient had tried increasing and decreasing stimulation as well as changing to all four of the different programs but nothing seemed to be working and she just was not happy. It was noted the patient had not been reprogrammed with her new manufacturer representative who took over about a year ago and she had not seen her healthcare provider (hcp) in about a year as well. Additional information received the next day reported the patient had problems getting during the night and having several accidents. Her symptoms were about like they were before implant. The patient had no falls or trauma related to the event and stimulation was in the same location as it had always been. Additional information received noted that regarding the shocking sensation no diagnostics were performed. Regarding any malfunctions seen or cause of issue determined, it was noted: "no". The patient requested explant as the device provided no benefit. Date was noted as (B)(6) 2014. Regarding the outcome it was noted that the device was removed. There were no obvious abnormalities and in good position. Regarding loss of therapeutic effect, there was no known cause of the event. The device was removed and the patient was doing well. It was noted that the patient worked with the manufacture's representative for troubleshooting. When the patient returned to this reporter, she was only willing to consider explant so no testing was relevant.

Event description:
Follow up information received reported that the patient received assistance from their doctor and the manufacturer's representative and their concerns were resolved. An appointment of (B)(6) 2014 was noted. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.